Event description:
It was reported that, four years prior to report, the patient¿s catheter was cut by a surgeon. At that time, a pump manufacturer representative was called into the operating room to shut the pump off. It was indicated that a new catheter implanted, but the patient had gone through withdrawal and had been in the intensive care unit for two days. The drug used in the system at the time of event was unknown.

Manufacturer narrative:
Product ID 8832, serial# (B)(4); product type programmer, patient product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).